Manufacturer narrative:
The sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional test, clear passage and pressure test were performed with satisfactory results. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector was ¿spraying out¿ and/or ¿not flowing properly¿. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.